Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, found corroded keypad traces during visual inspection. No button error alarm during testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a button error. Her blood glucose was 274mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.